Event description:
Paramedics were attending to a choking pt who progressed into full cardiac arrest. An attempt was made to countershock the pt and allegedly the device charged to the selected energy but would not discharge. A back up defibrillator was available and the pt was successfully countershocked several times, however was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability and the availability of a back up defibrillator.